Manufacturer narrative:
Additional information was added to h4 and h6. Additional information for h4: the lot was manufacturing between may 17-20, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and did not show an image of a loose bottle cap. The bottle cap appeared to be attached to the device bottle. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had a loose "bottle cap". This was observed prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.